Manufacturer narrative:
Additional information was requested and was not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced episodes of presyncope due to external interference leading to oversensing and loss of pacing. No intervention was performed; the patient was stable and will continue to be monitored.